Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.